Event description:
Difficulty was experienced advancing the contralateral wire. Two wallstents were placed on the contralateral side to improve flow through the endograft limb and through focal narrowings in the external iliac artery distal to the inferior attachment site.